Manufacturer narrative:
The insulin pump was received with no act and up buttons response due to corroded keypad traces. There was no button error alarm during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to buttons not responding. There was no moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor, and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, and broken battery tube threads.

Event description:
The insulin pump was received with no act and up buttons response due to corroded keypad traces. There was no button error alarm during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to buttons not responding. There was no moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor, and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, and broken battery tube threads.